Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level elevated to 320 mg/dl. However, the customer administered a manual injection and blood glucose level had decreased to 184 mg/dl at the time of the call. The customer was able to load a new cartridge successfully.